Event description:
The customer reports a freezing bag 50 (7210700418) with a leakage at the eva tube. The eva tube is ripped at the welding seam. The bag was not investigated. A filled questionnaire was available. Pictures were provided. According to the questionnaire the following investigation and statements could be made: · the event was observed during thaw. · the customer did use a metal cassette for freezing and for storage. · a controlled rate freezer was not used. · an overwrap bag was used, but no statement is made if it was welded and evacuated. · the filling volume was 30 ml (10 - 20 ml are recommended). · the freezing bag was stored in the vapor phase of ln2. According to the picture the freezing bag was cracked at the connection of the eva tube and the bag at the welding seam. The issue is likely caused by physical stress, e.g. Mechanical impact in combination with a wrong user handling. The bag was overfilled. The filling volume was 30 ml. This is a deviation as the recommended filling volume is 10 to 20 ml. A negative impact on the safety of the product cannot be excluded an overwrap bag was used for freezing, but no statement is made if it was welded and evacuated. If not it would be a deviation from the recommended freezing procedure. It is important to follow the recommendations for the freezing procedure as the bag material is sensitive. For the freezing bag 50 batch 7210700418, no deviation concerning the manufacturing process occurred. No anomalies occurred during the process. The incident rate for this failure for this lot is below 0.01%.